Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 34mm mitral annuloplasty ring was implanted and explanted during the same procedure for unknown reasons. A bioprosthetic valve was implanted in its place. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason this ring was explanted was due to moderate mitral regurgitation post implant. The ring was removed and replaced with a 31mm non medtronic valve. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.